Event description:
It was reported that two final drivers would not retain the mating set screws intra-operatively. There were no impacts to the patient. However, device evaluation by the manufacturer found that the tips had fractured off both drivers. This is report two of two for this event.

Manufacturer narrative:
Device evaluation -the returned devices match the information in the complaint file and were examined. Visual inspection revealed that the spring had a kink in it and the head of the device was also tilted. The set screw drivers had fractured tips. See images attached in the sub-form. Potential root cause -a definitive root cause cannot be determined with the information provided. These events could possibly be attributed to wear through use over time or multiple sterilization cycles. These events could also be attributed to off-axis forces applied during use. DHR review -the dhrs were reviewed. There are no indications of manufacturing issues which would have contributed to these events and the devices were likely conforming when they left zimvie¿s control. Device usage -this device is used for treatment. A follow-up report will be sent if additional information is obtained that adds value to the relevant content of this report. Reference report 3012447612-2023-00174.